Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported sound alarm is very low, despite the volume being set to maximum. The device was in use on a patient and there was no report of any adverse event to patient or user.